Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass surgery, the stapler could not be fired. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. Test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.